Event description:
It was reported that the intra-aortic balloon (iab) was inserted through the sheath via femoral with no issues. After approximately 1 day after the procedure check there was leakage of fluid/blood in the location of the connection between the arterial line and the iab. As a result, the iab was removed. A new iab was inserted successfully. There was a reported patient death. The m.d. Reported the device did not cause or contribute to the patient's death. There is no report of therapy delayed or interrupted. No report of patient injury or complications. The outcome of the patient is cardiogenic shock/septic. The patient expired on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.